Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the sbc (single computer board), pump and manifold assembly . The ventilator passed all testing and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator displayed system error message with continuous alarm. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. The device was powered off and while turning on post (power on self test) failure occurred.

Manufacturer narrative:
Additional code added: result. Device evaluation summary: one pump assembly was returned to medtronic for further analysis. The pump had metal shavings evident on the linkage arm. This indicated that the pump had shredded bearings. The pump was installed in a known good ht70 test bed, and run at the standard test settings for 44 minutes before ventilation stopped and a motor fault alarm occurred. This verified the complaint. The root cause of the issue was shredded bearing within the linkage arm. One single board computer (sbc) was returned to medtronic for further analysis. A visual inspection was done and no visible signs of damage were observed. The board was installed in an ht70 test bed and set the ventilator with different parameters and then ran the device for 40 minutes with no issues occurred. The complaint was not verified. The investigation concluded with no faults found and all testing passed. The likely cause of the event was isolated to the shredded bearing within the linkage arm of the pump and manifold assembly. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.